Event description:
The patient implanted for multiple back operations reported via the manufacturer representative (rep) that therapy was turning off by itself. No error codes were reported. After recharging, the patient noticed later that stimulation was off. This had occurred a couple times recently. The patient had confirmed this with the patient programmer (pp) and had to turn stimulation back on. The patient was advised to keep an eye on the situation in the future to make sure it wasn¿t turning off due to depletion, accidently hitting the off button, etc. This had occurred on (B)(6) 2016 and another date that was unknown. Additional information received from the rep in response to follow-up reported that the cause was not determined. The patient¿s normal pain returned when this had occurred, of which would then go away upon turning stimulation back on. The patient was going to keep a log of when this continued to occur. It was reviewed that the patient didn¿t think it was caused by her accidently hitting the off button but wasn¿t sure. The rep had heard no further complaints from the patient about this issue since they had last met.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.